Event description:
The manufacturer received information alleging the device did not meet acceptance criteria, critical errors of internal battery failure were observed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device internal battery was confirmed. The customer does not want any repairs done to the unit. The device will be returned unrepaired.